Manufacturer narrative:
Product analysis:analysis was unable to confirm the customer comment. The display was 'stressed', but was unable to reproduce the reported display problem. The stylus tip position on the touch screen needed calibration. The left keyboard hinge was broken. The bullets assay were missing. The logo button was broken. Errors were found the software history. Software reconfiguration was performed to eliminate possible software issues. No functional problem was found. The left keyboard hinge was replaced, bullets assay was added, the logo button was replaced, the connector touch screen was cleaned and reseated, the touch screen was calibrated. Software was reinstalled and updated to the newest version. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a display failure. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.